Manufacturer narrative:
Evaluation result: brake rod support.

Event description:
It was reported by service report that the brakes cannot stay engaged. No patient involvement or adverse consequences are reported.